Event description:
Procedure: laparoscopic nissen. Reportedly, an 11mm port was placed for the camera. When an additional 5mm port was placed, a piece of blue material was removed and case was continued. No patient injury reported.